Event description:
Additional information received indicated the device was unable to be interrogated when the patient returned to the clinic. Abbott technical support reviewed the event and stated the device was trending towards normal eri, however, they were unable to determine if the inability to interrogate was due to the device reaching normal eri. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The field complaint of failure to interrogate and incorrect measurement were not confirmed. The device was received in backup mode and battery having reached end of service in line with projected longevity. Evidence from the device image indicates there was a false early replacement alert consistent with the device being in auto-capture and high output mode however, the pacer remained above elective replacement indicator (eri) level. After replacing the original battery, the pacer was interrogated multiple times without anomaly. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the interrogation or measurement anomaly indicated by the field. Total projected longevity based on field settings is 11.95 years; implant duration is approximately 12.02 years which exceeded projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, there was an alert for elective replacement indicator (eri) noted on the device. Technical support was contacted and confirmed the alert was false. The alert is anticipated to be cleared to resolve the event, and the patient experienced no adverse consequences.